Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve would not seat into annulus. Subsequently, the valve was not implanted, and a non-medtronic transcatheter valve was implanted on the same day. Per the physician, the patient's calcified anatomy contributed to the dislodge. No patient complications were reported as a result of this event. Additional information was received that a medtronic guidewire was used for the procedure and the deployment starting point was at the hat marker at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Three attempts were made. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Updated: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve would not seat into annulus. Subsequently, the valve was not implanted, and a non-medtronic transcatheter valve was implanted on the same day. Per the physician, the patient's calcified anatomy contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.